Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an I mplantable neurostimulator (ins). It was reported that the patient had pain all along their back and upon discussion reports they feel the pain is from the leads. Upon assessment the pain is distributed all around back and noted to by myofascial in nature. It was noted that the etiology was updated to lead/extension tract and neurostimulator for the devices that are possibly related to the event. Patient reported they turned the device off and noted no difference in this pain. Patient had a CT scan as well and this was seen to be unremarkable. The event was possibly related to the device or therapy but not related to the implant procedure. Imaging (x-ray, MRI, CT scan, etc) was performed as of (B)(6) 2023 for diagnostics; the results were that the device and leads were intact and there was no evidence of fracture or dislocation. The imaging also revealed that the lumbar and thoracic spine were unremarkable and the paraspinal tissues were also unremarkable. An examination revealed that pain appears to be distributed along the back and to be myofascial in nature as of (B)(6) 2023. Medication (a trial for baclofen) was administered as of (B)(6) 2023; however, they received no relief. The patient reported that the device was helping with hand pain but that she was still feeling discomfort along her back as of (B)(6) 2023 and that the patient planned to trial voltaren and follow up in a couple weeks. The device diagnosis was not applicable at that time, but the clinical diagnosis was discomfort/pain in the back. Additional information received on 2024-may-17 stated that the patient¿s entire system was explanted on (B)(6) 2024. It was noted that the system was not replaced at that time. The issue was resolved without sequelae as of (B)(6) 2024. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID: 977a290, lot# va2nsdk038, implanted: (B)(6) 2023, explanted: (B)(6) 2024, product type lead, ubd: 08-sep-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.